Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encounter the issue replaced the power management board to fix the problem, and returned the iabp to the customer and it was cleared for clinical use. The defective power management board will be sent to (B)(4) for failure investigation. Additional information has been requested, and we will report accordingly when it becomes available. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during inspection, in (B)(4) getinge office, the getinge field service engineer (fse) found that the fan of the cardiosave intra-aortic balloon pump (iabp) was operating when the batteries were being charged; even when they were fully charged the fan was activated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was returned to the getinge national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per service bulletin and cardiosave service manual. The national repair center verified the failure of when the batteries were fully charged, the fan did not turn off. The power management board failed testing and will be sent to the supplier for failure analysis as per procedure. Updated fields: b4, g4, g7, h2, h10.

Event description:
It was reported that during inspection, in fukuoka getinge office, the getinge field service engineer (fse) found that the fan of the cardiosave intra-aortic balloon pump (iabp) was operating when the batteries were being charged; even when they were fully charged the fan was activated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result & conclusion code), h10. The nrc received the power management board from the supplier. The supplier verified the failure of when the batteries are fully charged , the fan doesn't shut down, so the supplier replaced component q50 , which had shorted out. The supplier installed the required rework. The board passed testing. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The national repair center verified that when the batteries are fully charged, the fan shuts down. The board will be packaged and labeled and returned to stock as per procedure.

Event description:
It was reported that during inspection, in fukuoka getinge office, the getinge field service engineer (fse) found that the fan of the cardiosave intra-aortic balloon pump (iabp) was operating when the batteries were being charged; even when they were fully charged the fan was activated. There was no patient involvement, and no adverse event reported.